Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated on (B)(6) 2022, the tandem pump was displaying low. The patient ate carbohydrates to increase their blood sugar. After resting throughout the day, the patient started vomiting. They decided to take an ozempic insulin shot. The patient stated they did not have a glucometer to confirmt their bg reading. After taking the insulin shot, the patient did not feel well. Their spouse called the patient's doctor and was advised to bring the patient to get checked. The patient was taken to the hospital and a bg was checked and it was 79 mg/dl while the cgm was displaying 43 mg/dl. It was reported that the doctor checked the patient's blood glucose 3 times but the patient could not remember the values. The patient was given phevergren but ended up throwing it up so they administered the medication through IV and also provided IV for "sugar water". The patient had an electrocardiogram to have their heart rate monitored. The patient was released from the hospital the same day. Upon discharge they still felt weak. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).